Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was displayed as "high" for each of the events; however, a specific value was not provided. Insulin, via the pump, was delivered to address elevated bg. The customer continued to use the pump for insulin therapy until the replacement arrived.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified; additionally, a different issue was identified (damaged touchscreen).